Manufacturer narrative:
The lead under consideration was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis of the lead revealed several intra-operative damages, including a fracture of the conductor cable to the svc shock coil. The characteristics of these damages indicate the presence of strong pulling forces applied during the explant procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was extracted due to decreased sensing and high capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.